Event description:
It was reported following the implant of this transcatheter aortic bioprosthetic valve, intermittent third degree atrio-ventricular block (avb) was present. One day later tachycardia absoluta of up to 160 beats per minute (bpm) was identified and treated with intravenous (IV) magnesium. After the patient¿s standard medication was administered, there was a significant improvement. The tachycardia resolved the same day as onset. Per the physician, the tachycardia event was not related to any device and not related to the valve implant procedure. Three days after the valve implant procedure a two chambered permanent pacemaker was implanted for the third degree avb and resolved the avb. Per the physician, the third degree avb event was related to the valve and the valve implant procedure.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {00131891062001}; product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {l-evolutfx-2329}; product lot/serial number {00130716462001}; product type: {compression loading system (cls)}; implant date {na}; explant date {na}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.